Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital. Breas medical (B)(4) became aware about this complaint (B)(6) 2017 but at that time did not assess this as reporteble per our procedures. There were no death or injury and the device acted as designed and intended if an internal functional failure occurs, by triggering a fail-safe shut-down and giving a high priority audible and visual alarm. The issue were reported to ansm ((B)(6) authority) (B)(6) 2017 and as this is file as an incident in france the filing is also made in us as regulated. Investigation the device was sent to breas medical (B)(4) and arrived (B)(6) 2017. On (B)(6) breas medical (B)(4) started the examination of the device. General inspection of the device showed that the device is in good shape, no patient air filter was installed in the unit when returned. The device was started and the function failure alarm was checked, it worked as intended and the device gave audible, with level for 85db ±5bd that can't be changed or turned off, and visible alarms. The device has been tested and running on internal battery for 4 hours without any problems. No failure could be detected. Note that the internal battery has been changed, it is not the original that was attached when device was sold. The log files were downloaded and examined with the pc software version 3.2.3.2. The log files could establish that the device has been running on click-on battery from 12:28:52 the (B)(6) 2017. The device switched over to internal battery and 4 seconds later a power fail is logged due to internal battery failure. The device tries to re-start but power fail is given and several error codes, error 21-main processor unable to communicate with ptu board, error 14 - main beeper fails are given till the devices stops with error 9 - main processor communication, with visible and audible alarms. Additional testing: the device has been repeatedly tested with the internal battery that was attached when the device was returned. The repeatedly testing has in the end reproduced the internal battery failure that ended up with shut down of treatment with the error code 9. The device has also been tested in the same way with another internal battery, then the failure has not been able to be reproduced. Cause: fault tracing of the device could finally establish that there is an intermittent failure in the internal battery. The error 9 was a temporally failure causing the device to act as design, shut down with function failure due to a power failure that resulted in error 9 - main processor communication. Conclusion and actions breas do not at this moment see any increasing failure trend for failures resulting in error code #21, 14 or 9 of the vivo 50 model ventilator or internal battery failures. The device has performed as designed and intended if an internal functional failure occurs, by triggering a fail-safe shut-down and giving a high priority audible and visual alarm. There has been no patient harm reported as a result of the incident. Risk mitigations currently in place are therefore considered effective to maintain the final risk level at technical alarp (as low as reasonably practical) without economic aspects. Based on the information provided, confirming existing mitigations are found effective. The report confirms that any patient involved did not suffer any serious injury. We will continue to track and trend the issue according to the procedures of our quality management system. The internal battery will be replaced, no further actions are planned at this time. This incident has additionally been reported to the french national competent authority ansm, in manufacturer's vigilance report to ansm with reference number (B)(4).

Event description:
On (B)(6) 2017, breas medical received information that vivo 50 s/n (B)(4) had been involved in an incident in (B)(6). Fault description per the reporter "a technician went at the request of the nurse for a problem with a patient's vivo 50. The problem occurred during lunch: the vivo alarmed by displaying the code "error9" and stopped abruptly and totally. The nurse didn't know how to restart the vivo. She therefore switched the patient on the second vivo. In the history of the alarms we also note the error codes 21 & 9.". The patient was not injury during the incident.